Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / failure to occlude / coil from the other ostia, and the end was embedded into the endometrium of the anterior wall of the uterus') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, joint pain, neuropathy, skin disorder, solitary cyst of breast, breast biopsy, c-section, cardiac catheterisation, knee operation, muscle cramps, unilateral leg swelling, cellulitis of leg, morbid obesity, ovarian cyst, diabetes mellitus, fatigue, loss of consciousness, seizure, polyuria, depression, nabothian cyst, multigravida (3) and multiparous (2). Concurrent conditions included sleep apnea, edema, dysuria, flank pain, irregular menstrual cycle, allergic rhinitis, hemorrhoids, migraine, dysfunctional uterine bleeding, hypertension, shortness of breath, kidney stones, arthritis, weight loss, wheezing and memory loss. Concomitant products included naproxen sodium (naproxin) and norethisterone acetate (norethindrone acetate). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)"), urinary tract infection ("uti") and urinary tract disorder ("urinary problems") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the embedded device, urinary tract infection, urinary tract disorder and uterine leiomyoma outcome was unknown and the back pain and menorrhagia had resolved. The reporter considered back pain, embedded device, menorrhagia, urinary tract disorder, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: discrepancy in patient dob - (B)(6) 1966 and (B)(6) 1996. Insertion (B)(6) 2009 unable to pass the essure despite multiple attempts. The decision was made to not to attempt to insert into the left ostium as the right one we were unable to pass, the procedure was abandoned. On (B)(6) 2010 the patient had a previous attempt and the right side could not be identified and a hysterosalpingogram had been done preoperatively showing only 1 open tube on the left. The left fallopian tube was cannulated with the essure deployed leaving 1 coil behind. It was decided to attempt to pass an essure into right tube. They were able to pass it partially, deploy the device and 13 rings remained outside the tube. Plaintiff received treatment for : back pain, migration, menorrhagia, uti, uterine problems, fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: normal appearance the uterus and left fallopian tube. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: failure to occlude. Ultrasound scan - on (B)(6) 2015: small intramural uterine fibroids. Concerning the injuries reported in this case, the following ones were described in confirmed in medical record: back pain, menorrhagia, uterine leiomyoma lot number: 20218446 manufacture date: 2009-10 expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('migration / failure to occlude / coil from the other ostia, and the end was embedded into the endometrium of the anterior wall of the uterus'). In an adult female patient. Who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, joint pain, neuropathy, skin disorder, solitary cyst of breast, breast biopsy, c-section, cardiac catheterisation, knee operation, muscle cramps, unilateral leg swelling, cellulitis of leg, morbid obesity, ovarian cyst, diabetes mellitus, fatigue, loss of consciousness, seizure, polyuria, depression, nabothian cyst, multigravida (3), and multiparous (2). Concurrent conditions included sleep apnea, edema, dysuria, flank pain, irregular menstrual cycle, allergic rhinitis, hemorrhoids, migraine, dysfunctional uterine bleeding, hypertension, shortness of breath, kidney stones, arthritis, weight loss, wheezing, memory loss and acute myocardial infarction. Concomitant products included: celecoxib, gabapentin, liraglutide (victoza), lisinopril, metformin, naproxen, naproxen sodium (naproxin), norethisterone acetate (norethindrone acetate) and nystatin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia, heavy menstrual bleeding /abnormal bleeding"), vaginal haemorrhage (abnormal bleeding ("vaginal")) and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems") and back pain ("back pain"). And was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated, with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, urinary tract infection, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and migraine outcome was unknown. And the pelvic pain, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, embedded device, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in patient dob - (B)(6) 1966. And (B)(6) 1996. Insertion: (B)(6) 2009, unable to pass the essure despite multiple attempts. The decision was made to not to attempt to insert into the left ostium. As the right one we were unable to pass. The procedure was abandoned. On (B)(6) 2010, the patient had a previous attempt, and the right side could not be identified. And a hysterosalpingogram had been done preoperatively showing only 1 open tube on the left. The left fallopian tube was cannulated with the essure, deployed leaving 1 coil behind. It was decided, to attempt to pass an essure into right tube. They were able to pass it . Partially, deploy the device. And 13 rings remained outside the tube. Plaintiff received treatment for : back pain, migration, menorrhagia, uti, uterine problems, fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: normal appearance, the uterus and left fallopian tube. On (B)(6) 2010, result: failure to occlude (close) fallopian tubes. Imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) result: failure to occlude. Ultrasound scan on (B)(6) 2015: small intramural uterine fibroids. Concerning the injuries reported in this case, the following ones were described in confirmed in medical record: back pain, menorrhagia, uterine leiomyoma. Lot number: 20218446, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. New events: abnormal bleeding (vaginal), migraines / headaches, abdominal pain were added. New reporter, plaintiffs information added. Concomitant conditions, drugs and lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / failure to occlude / coil from the other ostia, and the end was embedded into the endometrium of the anterior wall of the uterus') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, joint pain, neuropathy, skin disorder, solitary cyst of breast, breast biopsy, c-section, cardiac catheterisation, knee operation, cramp, unilateral leg swelling, cellulitis of leg, morbid obesity, ovarian cyst, diabetes mellitus, fatigue, loss of consciousness, seizure, polyuria, depression, nabothian cyst, multigravida (3) and multiparous (2). Concurrent conditions included sleep apnea, edema, dysuria, flank pain, irregular menstrual cycle, allergic rhinitis, hemorrhoids, migraine, dysfunctional uterine bleeding, hypertension, shortness of breath, kidney stones, arthritis, weight loss, wheezing and memory loss. Concomitant products included naproxen sodium (naproxin) and norethisterone acetate (norethindrone acetate). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)"), urinary tract infection ("uti") and urinary tract disorder ("urinary problems") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the embedded device, urinary tract infection, urinary tract disorder and uterine leiomyoma outcome was unknown and the back pain and menorrhagia had resolved. The reporter considered back pain, embedded device, menorrhagia, urinary tract disorder, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: discrepancy in patient dob - (B)(6) and (B)(6). In left side 1 coil was visible in uterine cavity. And in right side 13 coils remained outside. It was reported- unable to pass the essure despite multiple attempts. The decision was made to not to attempt to insert into the left ostium as the right one we were unable to pass, the procedure was abandoned. Plaintiff received treatment for : back pain, migration, menorrhagia, uti, uterine problems, fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: normal appearance the uterus and left fallopian tube. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result: failure to occlude. Ultrasound scan - on (B)(6) 2015: small intramural uterine fibroids. Concerning the injuries reported in this case, the following ones were described in confirmed in medical record: back pain, menorrhagia, uterine leiomyoma most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received : lot number was added. Previously added event - injury was replaced with events migration / failure to occlude / coil from the other ostia, and the end was embedded into the endometrium of the anterior wall of the uterus, back pain, menorrhagia (heavy menstrual bleeding), uti, urinary problems and fibroid uterus. Patient demography, lab data , medical history and concomitant drug was added. On (B)(6) 2019: follow up 2 and follow up 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.